Event description:
It was reported that during a meniscus repair procedure, when inserting the novostitch into the knee joint to reach the meniscus, the wire that was holding the upper jaw, broke before the surgeon fired the implant. There was no broken piece inside the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found the linkage to the upper jaw is broken. An analysis of the customer provided images found the linkage to the upper jaw is broken and device in a bag with chat labels displaying product information. A functional evaluation revealed pass stitch and lower jaw function properly. The upper jaw lever does not actuate due to broken linkage. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Without the requested clinically relevant supporting documentation, the root cause of the reported event cannot be definitively concluded. The patient impact beyond the reported is not anticipated as it was reported, ¿there was no broken piece inside the patient,¿ and the ¿current health status of the patient is fine.¿ therefore, no further clinical/medical assessment can be rendered. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.